Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was not confirmed, but the spare lamp malfunctioning and an e207 error were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed. Based on the results of the legal manufacturer's investigation, a definitive root cause of the spare lamp malfunctioning and the e207 error could not be identified. However, it¿s likely the cause is related to a faulty spare lamp. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii xenon light source was experiencing an unspecified problem during an endoscopic retrograde cholangiopancreatography procedure. According to the initial reporter, the procedure was able to be completed using the subject device. The customer requested an olympus field service engineer (fse) visit the facility to examine the device. During the examination, the fse discovered that the spare lamp indicator was lit up at all times, but the main lamp was still functioning properly. This report is being submitted to capture spare lamp issue.